Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient described the area as an irritating rash on back and stomach. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream and oral medication for the rash. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.